Event description:
Patient stopped coumadin for 3 days in (B)(6) due to bleeding and to initiate clotting. Pt was then non-compliant with coumadin and lovenex. Pt refused hospitalization in (B)(6) when inr continued to below. Ldh remained wnl. On (B)(6) 2017 patient went to osh with tea colored urine and ldh noted to be 2600. Lvad team contacted and pt transferred. Heparin started on admission. On (B)(6) 2017 lvad flow and powers increased. On (B)(6) 2017 lvad replaced, clot visualized in removed pump.